Manufacturer narrative:
(B)(4). Film evaluation: a review of returned pre-implant cta¿s revealed that the patient had bi-lobal aaa¿s which contained significant thrombus; 2 ¿ 3 cm diameter flow lumen. The proximal aaa diameter measured 4.7cm max and the distal aaa measured 6.2cm max. The visible distal section of the descending thoracic was also aneurysmal. The proximal neck flow lumen diameter just below the lowest left renal artery measured 22 x 17mm. The neck was short, reverse-tapered, and contained thrombus. The distal aortic diameter was 15 x 20mm and was severely calcified. The iliacs were significantly calcified and minimally tortuous bilaterally, and the take-off of the left common iliac artery was acutely laterally angulated to nearly 90 deg. The lcia flow lumen diameter ranged from 9 ¿ 13 ¿ 7cm, and the rcia flow lumen diameter ranged from 8 ¿ 9 mm. The left external ranged from 6 ¿ 7mm in diameter and the right external was 9 ¿ 7mm in diameter. Both external¿s and femoral¿s were extensively calcified. Review of cta¿s from 7 weeks post-implant revealed that an endurant bifurcate system was implanted in the patient. The bifurcate was positioned just below the level of the renals. The ipsi limb and extension(s) were positioned down into the right common iliac, and the contra limb(s) were placed into the left common iliac artery. Beginning at the level of the bifurcate suprarenal stents, significant thrombus was seen within the aortic body. At the flow divider, limb thrombus was seen within both the ipsi and contra limbs within the aaa sac, and to a lesser extent within the iliac arteries. No occlusion was seen distal to the stent grafts. The max diameter aaa measured 4.5cm (proximal aaa) and 6.0cm (distal aaa). The left/contra limb was acutely angulated at the take-off of the lcia; the limbs were compressed down to approximately 5mm ID within the distal aorta. No other stent graft kinks or compression was observed. Within the distal aaa sac, the ID of the right/ipsi limb measured 14mm (6 -8mm flow lumen), and was 14mm (9 ¿ 10mm flow lumen) within the left/contra limb. Within the left iliac limb the stent graft ID was 6mm, and within the right iliac limb was 7mm. No endoleak or other stent graft issues were observed. The exact cause of the observed thrombus could not be determined from the films provided. Implant and current angios were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. It is possible that the disparity in diameter between the aaa to the iliac arteries may explain the observed thrombus and flow lumen loss due to possible blood flow disturbances as the limb ID tapered down distally from 14mm to 6mm. This may also have been caused by a patient condition: poor distal runoff, extensively calcified vessels, small distal aorta, pre-implant thrombus, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7cm in diameter ruptured abdominal aortic aneurysm. The physician stated that during review of the initial CT scan and during implant, it was noted that there was a greater than normal size disparity between the left and right common iliac arteries in relation to the aorta. It was reported that on the one month follow up CT scan, heavy mural thrombus throughout the stent grafts main body, extensions, and limbs was observed. The physician stated that the size disparity between the aorta and the iliac arteries is disturbing laminar flow and creating mural thrombus. The physician seceded that no intervention is needed at this time, but will be implementing increased surveillance of this patient. No additional clinical sequelae were reported and the patient is being monitored.